Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation results: summary: batch history analysis was performed, quality notifications and maintenance records were verified where no records were found that were potentially related to failure. The available image was analyzed and it was not possible to observe the reported defect. In this way it is not possible to confirm that the fault would be related to the bd process. In order to improve overall product quality, bd will carry out a plan with the aim of reducing defects to damaged components and leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: not confirmed: bd was not able to confirm/ reproduce the incident in question. Samples/ photos analysis: a photo was received, and it is not possible observe the reported defect. DHR review: the process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection at assembly process each 2 hours at 36 parts and visual inspection at packaging process each 2 hours at 1 cycle. Qn review: no quality notification (qn) related to defect were observed. Maintenance review: no maintenance records related to defect were observed. DHR was performed, there were no quality notification and maintenance analysis or occurrences potentially related to the defect was observed. The image provided by the customer was verified and it was not possible observe the reported defect. To improve the general quality of the products bd will perform blitz #57/2018 to reduce the amount of complaints due damage and leakage. Root cause: DHR evaluation was performed and no occurrences potentially related to the defect was observed. According the evaluation it is not possible to confirm the complaint. The defect reported from this complaint will be monitored for trend evaluation.

Event description:
It was reported there was leakage found on a bd solomed¿ syringe when injecting perlutan, a birth control medication. Due to the leakage, a change in medication was prescribed for another type of contraceptive method to be used for the patient. There was no additional information regarding medical intervention reported.